Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that multiple syringe pumps experienced "syringe calibration required" errors. After running alaris system maintenances calibrations, the subsequent accuracy tests failed pressure disc accuracy. There was no patient involvement.